Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for other chronic intract pain (trunk/limbs) chronic low back pain, and sciatic nerve injury. It was reported by family member that the device was explanted over 3 years ago, stating it was not working for patient. It was not helping. No other information could be provided. No further complications were reported/anticipated.